Event description:
It was reported that the patient had an inappropriate shock due to both p and t-wave oversensing via a reduced amplitude intrinsic morphology. The patent was just sitting at the time of the shock. Technical services reviewed the electrograms. The shock occurred while the device sensing vector was programmed to the secondary vector. The other two sensing vectors could not be used due to tall intrinsic amplitudes. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.